Event description:
The facility reported an infusion pump that delivered low volume. Info was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.

Manufacturer narrative:
The pump is in the process of being evaluated.